Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated pocket revision procedure upon device interrogation, the ventricular lead exhibited high impedance due to fracture. The lead was capped and replaced. The patient tolerated the procedure well and was stable post procedure.